Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10, h11. Corrected section: changed 4582 to 4580. The lot # 25159941 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 11/18/2021. An investigation was conducted on 07/05/2022. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and slight evidence of blood was observed on the heater wire as well as the jaws. No visual defects were observed on the heater wire or the silicone insulation. A mechanical evaluation was conducted. The harvesting device was removed the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties. The harvesting device was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem- cannula" was not confirmed.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 bisectors getting stuck in the hand piece. They do not slide in and out smoothly, we thought it was a one time thing but it¿s been happening repeatedly."